Manufacturer narrative:
Additional information: g3, g4, h3. The evaluation of the returned device was completed and the x-ray revealed that the cam assembly had been activated four (4) times, and no stents were found. The trigger button motion was functioning as intended. The injector¿s frontal components were found bent which prevented the insertion sleeve retraction motion. Additionally, the injector¿s trocar was found broken off before the splay. The broken tip of the trocar was not returned. The trocar was bent up, in the direction of the insertion tube v-slot. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. Damage was observed on the insertion tube v-slot, likely caused by contact with the second stent during the second deployment of the injector. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).

Manufacturer narrative:
The device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. A review of the surgical video was completed. Based on the review and the available information, the root cause of the reported issue (trocar fragmentation) could not be conclusively identified; however, surgical technique likely contributed to the reported event. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant the second stent (od) from a trabecular microbypass stent system. Per report, the trocar remnant was removed intraoperatively from the patient's eye (od) using forceps, and the procedure was completed with one stent implanted. There was no report of patient injury, and the report noted that compromised visibility contributed to the event. Additional information has been requested.